Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened while applied to tissue during a hysterectomy. The surgeon removed the device by prying the jaws open with another instrument. There was no patient injury or blood loss reported.